Event description:
Pt was diagnosed with and had surgery for recurrent disc herniation. Pt presented with crebrospinal fluid leak symptoms (psuedomeningocele), 6-8 weeks after surgery, requiring surgical revision, cerebrospinal fluid penetrated without any visible perforation (even reviewed under the operating microscope.) Fibrin glue was possibly used to repair the microperforations. As of the date of this report, there is no follow-up info.